Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analyzer will not communicate with the programmer. A known good analyzer will communicate with the programmer. Assembly found out of electrical specification.